Event description:
The complainant reported that during a left ventriculogram, the rotator blew off of the stopcock. Another stopcock was used from the same lot without any further problems. There was no harm or injury to the patient, and no consequence to the end user was reported.

Manufacturer narrative:
Evaluation conclusions: other, a follow-up report will be submitted when the device evaluation has been completed.